Manufacturer narrative:
Initial.

Event description:
It was reported that the user received an unable to proceed alarm on the ilet during the fill tubing step of a supply change, indicative of a failure to infuse associated with the motor component; after removing supplies and performing a dry run, the user completed a full supply change without further assistance. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem was identified, with the issue characterized as failure to infuse and linked to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.